Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs and video submitted for evaluation. Bd received three photographs which displayed a q-syte package, an intima package and an infusion set package. This specific report is for the q-syte; therefore, the evaluation will be completed on the q-syte photo. The photo is of a package label with reference to material number 385100, lot number 2181797, which is a q-syte. The reported issue could not be confirmed from the photo as the q-syte device was not present in the photo. The video however demonstrates a leak at the q-syte connector. The video shows a q-syte connector being flushed with liquid from a slip tip syringe and leakage was observed coming from the column of the top body. The reported issue of leakage was confirmed based on the video. Damage to the column may occur on the manufacturing line due to misalignment or a damaged probe. Operators periodically leak test and inspect the septum for damage & column tears per the sampling plan. The damage can also occur due to misalignment in the clinical environment during use, which can tear the septum. The failure modes normally attributed to a column tear are incorrect usage or excessive actuations. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information. It was reported that bd q-syte closed luer access device leaks at the connection. The following information was provided by the initial reporter, translated from chinese to english: at around 16:16 pm on (B)(6) 2023, the ward nurse used this device with an intravenous indwelling needle and a disposable infusion set (see attachment for details) to inject drug treatment into the patient. During the exhaust process, a leak was found on one side of the infusion connector. A new infusion connector was immediately replaced for the patient's use. The incident did not cause any harm to the patient, and the infusion was delayed by approximately 1 minute.

Event description:
It was reported that bd q-syte closed luer access device leaks at the connection. The following information was provided by the initial reporter, translated from chinese to english: at around 16:16 pm on november 18, 2023, the ward nurse used this device with an intravenous indwelling needle and a disposable infusion set (see attachment for details) to inject drug treatment into the patient. During the exhaust process, a leak was found on one side of the infusion connector. A new infusion connector was immediately replaced for the patient's use. The incident did not cause any harm to the patient, and the infusion was delayed by approximately 1 minute.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.